Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank, failed battery and power loss. Customer blood glucose reading was 183 mg/dl. Troubleshooting was performed. Customer did not mentioned the cause of the blank display. The customer inserted new battery but the issue reoccurred. The insulin pump will not be returned for analysis.